Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the pt reports that the crystalens failed to provide accommodation and she requires glasses for near activities. In addition, the pt reports experiencing double vision and received an injection to treat edema. The pt will undergo a yag capsulotomy for treatment of pco. Additional info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.